Manufacturer narrative:
Inspected one random opened/used sensor and performed continuity resistance test sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor, the sensor functioned properly. Cannot performed bbs test as the sensor is beyond its expiration date. Unable to confirm adhesive anomaly to opened/used sensors.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump went into threshold suspend when their blood glucose level was not low. The customer's blood glucose level was 180 mg/dl but their sensor glucose reading was 67 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.